Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was dropped on a carpet. Customer stated that the insulin pump is alarming and the drive support cap is flush. Nothing further was reported.